Event description:
The pump was returned for investigation. Investigation revealed that the force sensor calibration and resistance were out of specifications. Evidence of moisture corrosion was found on the force sensor and the printed circuit board. This report is made based on results of investigation completed on (B)(6) 2013. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, the pump was unable to detect the cartridge. The force sensor was found to be out of calibration. The pump cover was opened and the force sensor resistance was found to be out of calibration. Evidence of moisture corrosion was found on the force sensor plate and the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).